Event description:
It was reported to philips that the system failed to boot up successfully. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file showed that the host pc did not start. Upon troubleshooting, fse found the actual cause of the issue to be corrupted software on the host pc. Fse replaced the hard drive and reloaded the software, which temporarily resolved the issue. The same issue reoccurred after a few days. When fse replaced the host pc, reloaded backups, and uploaded a new license file, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.